Manufacturer narrative:
This supplemental is being filed to correct the common device name and product code in section b. Through communication/interviews with the user facility, the issue was not confirmed; no defect or malfunction was found.

Event description:
This report summarizes 1 malfunction event, where it was reported the device was too heavy/difficult to move. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device was too heavy/difficult to move. There was no patient involvement.